Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/16/2016 device evaluation: the pump has been returned and evaluated by product analysis on 07/25/2016 with the following findings: a review of the black box showed no reboots or time/date resets. The pump was exercised for 24 hours and no time/date reset occurred. The pump reverted to default time/date setting after 6 hours of a reboot. The pump cover was opened and the internal clock battery was found to be leaking. Unrelated to the complaint, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time and date reset) issue. The reporter alleged that there was an unspecified time/date issue with the pump. The indicated blood glucose (bg) below 70 mg/dl with no signs or symptoms was not indicative of a serious injury and does not meet the animas criteria of an adverse event. An attempt to contact the patient has been made. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.